Event description:
A healthcare professional (hcp) reported that an airway emergency occurred upon induction of anesthesia. Et tube was in correct location but breath sounds were not heard. Patient treated for bronchospasm. Not able to obtain end tidal co2. Anesthesia machine tested emergently and was registering end tidal appropriately from an alternate source. Attending anesthesiologist requested emergent bronchoscopy and felt there was a film or "septum" felt in the tube that she perforated through upon scoping the patient. No mucus plug observed in lungs. Patient became very hypertensive and arrhythmias noted. Et tube switched to another tube with end tidal co2 registering properly. Surgical case was cancelled. Patient remained intubated and transferred to ICU level of care. On follow-up, it was reported that the emg tube was styletted with a glidescope stylet. The rep did not check for the cuff functionality, prior to intubating the patient. 8ml of air was used to inflate the cuff. No intracuff pressure was used. No repositioning was done. The ett position was confirmed by glidescope. When performing the bronchoscopy, the film was visualized within the emg tube visualized. On first glance, it appeared to be a clear film within the tube that was met with resistance within the ett and once the bronch passed this point of resistance, the peak pressures decreased and tidal volumes/et co2 increased. This is when they decided to switch out the ett, once re-intubated with a single lumen tube, all ventilation issues resolved. The patient remained in the ICU for 1 day and then discharged. The initial planned procedure, parathyroidectomy, has been rescheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
E1: removed "prefix- dr." From e section as initial reporter was risk analyst. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H10: medwatch form #(B)(4) also received for the same event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.